Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 neutral e1 liner 28mm and one g7 pps ltd acet shell 42a were returned and evaluated. Upon visual inspection there are three circular indentations on the od of the liner that match up to the location of the three holes in the shell. The liner fits into the shell however they were not pressed together to see if they would lock into place. Complaint sample was evaluated and the reported event was not confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:010000658, lot number: 6736706, brand name: g7 pps ltd acet shell 42a. Multiple reports were submitted along with this report: 0001825034-2021-02057. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty the liner would not assemble with the cup which led to a delay in surgery by 35 minutes and patient blood loss of 900 ml. Additional information on the reported event is unavailable.